Manufacturer narrative:
(B)(4). Batch # p94c91. Investigation summary. The device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. There were no unexpected sound heard at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. When the device was disassembled and it was found that the closure indicator was broken and not making contact with the moving trigger. It could not be determined what may have caused the reported incident that an unexpected sound was heard. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, an unexpected sound was heard soon after the ope had started when the device was activated. The device was cleaned carefully but the same event continued. The tissue pad was not worn off. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.